Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 4th related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: a complaint history check was performed and this is the 4th. Related complaint for needle clog on lot # 0274097. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The cause for this issue is user related. The user bent or broke the npe cannulas on the pen needles when handling the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time customer returned (16) opened 32gx4mm bd pen needles without tear drop labels attached. Consumer reported 11 pen needles within this box clogged during the flow check. All 16 returned samples were examined, and it was observed that 14 pen needles exhibited a bent non-patient end (npe) cannula and 1 exhibited a broken npe cannula (see attached photos). 1 pen needle exhibited a straight npe cannula ¿ this pen needle was tested for flow using a test pen injector, and was able to expel properly. The other 15 pen needles could not be tested for flow due to the condition of the npe cannulas. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged, as reported. Since all 16 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector.

Event description:
It was reported that 11 pen ndl 32g 4mm were unable or difficult to prime. The following information was provided by the initial reporter: material no:320550 batch no: 0274097 consumer reported 11 pen needles within this box clogged during the flow check. Removed this pen needle and placed on pen new pen needle and it worked.